Event description:
It was reported that the customer experienced an unknown event that caused the insulin delivery to be suspended. The customer could not recall if the blood glucose level was impacted. The customer reviewed the pump history and found that an auto-off alarm occurred and thought that this may have been the event in question. The customer could not recall if there was any extended period of time with no pump interaction.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.